Event description:
Subject underwent a cryoablation procedure on 1 right ling tumor on (B)(6) 2012. Intra-operatively, subject developed a pneumothorax and a chest tube was placed. The chest tube was removed on post-op day 1 and an x-ray on (B)(6) 2012 indicated that the pneumothorax was resolving.

Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a clinical study. Pneumothorax is a known potential adverse event from cryoablation procedures and is documented as such in the product IFU and user manual. A chest tube was placed in the patient and the pneumothorax was resolved.